Event description:
The clinician reports, that the implant was inserted (B)(6) 2019 in ada 3 of the patient's mouth. Details of surgery are reported as follows: sinus augmentation was performed at time of surgery. On (B)(6) 2019, non-osseointegration of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: infection, mobility and inflammation. No further patient complications were rep...